Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. Following stent placement, a 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for post-dilation. However, during second inflation attempt, the balloon would not inflate as the balloon ruptured. The device was completely removed by simply pulling out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.